Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solutions tracker that the customer had a seizure which was caused by either inserting the infusion set in a bad locations or miscalculating his carbs. Customer declined to troubleshoot. Customer's wife treated the customer with the glucagon. Customer's blood glucose after the glucagon shot was 30 mg/dl. Customer will not be returning the device for analysis.